Event description:
During a ptca treatment procedure involving a calcified and 100% stenotic lesion in the proximal portion of the very tortuous circumflex artery, the maverick2 monorail balloon ruptured at 12 atm's on the third inflation. The pt was asymptomatic during this event. The maverick2 balloon was apparently not being used to deliver a stent, but to dilate a previously placed medtronic s670 stent. (The date of placement of this stent is unknown. Additionally, it is unclear whether the lesion being treated in this case was an in-stent re-stenosis). There is no info available regarding the introducer sheath or inflation device. A choice guidewire and a wiseguide guide catheter were used, but the sizes are unknown. The maverick2 monorail balloon was discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as 'good'. No further info is available at this time.